Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The communication anomaly was confirmed in the laboratory. A longevity calculation was performed and the device was found to be below expected limits. No high current drain measurements were found during bench testing, automated electrical system testing and temperature cycling. The original battery was returned to the vendor for further analysis. No anomalies were found. The cause of the premature battery depletion could not be conclusively determined.

Event description:
It was reported that during a routine follow-up, several attempts to interrogate the device were unsuccessful. The patient has received few shocks since implant and is not paced. The device was explanted.